Event description:
It was reported that a minicap extend life pd transfer set leaked. The reporter stated that even though the twist clamp of the tubing was switched off, peritoneal dialysis fluid ¿can still drop out.¿ this occurred during patient use. There was report of no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.